Event description:
The customer sent us the item back in a loan kit with the following info: "the retractor broke during the surgery".

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.